Event description:
The patient presented to the clinic after a vibratory ICD alert. Upon interrogation, elevated defibrillation lead impedance was observed. A fluoroscopic examination revealed an externalized conductor of the lead. The lead was explanted and replaced. The patient was stable.